Event description:
I contacted customer on a previous complaint and while speaking with the customer she stated that she had mastitis in 2006 while using the pump in style advance. The customer stated that she never reported it to medela. The customer stated that her doctor gave her an oral antibiotic and the mastitis cleared up.

Manufacturer narrative:
In follow up with the customer on a different complaint for low suction, she stated that she had mastitis in 2006 while using a pump in style advance. The customer was treated by her doctor with an antibiotic and the issue was resolved. The product involved in the complaint will not be returned for evaluation/investigation. The event happened in 2006. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).